Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on october 25, 2018 with blood glucose level of 509mg/dl. The customer experience different blood glucose level 170 mg/dl. The customer was treated with IV. Customer did report the symptoms related to their high blood glucose such as vomiting. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.